Event description:
It was reported that the customer experienced high blood glucose levels. The customer's blood glucose was 468 mg/dl. The customer stated that she had just ate and was sick, which may have caused the high blood glucose. The customer treated her high blood glucose with a bolus. The customer declined troubleshooting. Advised that a tape kit would be sent and to not reuse reservoirs. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.